Event description:
A battery issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to a fast-draining battery. As a result, the customer experienced dizziness, weakness, sweating and a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who provided forxiga 5 mg and munjaro 5 mg for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.